Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the "high 200s" (mg/dl). Reportedly, customer indicated they have experienced elevated blood glucose levels after administering boluses for an unspecified period of time; however, customer has not reported previous events. Customer changed infusion site and administered a bolus to stabilize bg levels. Recommendation was made to consult with health care provider to discuss diabetes management.